Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204) has been confirmed. Upon investigation the monitor was unable power up and complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The cause of the code 204 is the damaged receptacle. Additionally, the u1003 component was shorted and the f600 was open on the ca board, causing the monitor not to be able to power up. The root cause for the damaged receptacle was excessive force. The root cause of the defective components on the ca board was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 204 (belt/monitor unusable).